Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a tear 2-3cm below the suture and there was errhysis. During the dialysis no sharp instrument was used. No patient injury, however medical intervention was required. The catheter was removed and replaced. The patient is in good condition.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was received for analysis and investigation. The sample consisted in an unknown catheter. The catheter came inside a plastic bag and it presented signs of use (rests of blood). Sample consisted of one part of tubing approx. 15 cm of length that it presented signs of use (yellowish color and dirt). Visual inspection was performed and it can be noted that the catheter was cut from the tubing and it was bent near to the tip. The tubing was examined in order to confirm the reported defect; however no defects were found during inspection. Since the sample receive does not indicate the reported defect, functional testing could not perform. The complaint analysis will be focused in the complaint description, since the sample returned for evaluation does not match with the condition reported. The most probable root cause can be due to excessive force or improper use of cleaning agents. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.